Event description:
The device was used during a infusion port implant procedure. Reportedly, the catheter broke. The surgeon performed a re-operation on 8/22/97 and removed the damaged catheter. The hosp has reported the pt's condition as satisfactory.